Event description:
Electrode used to exercise bucket-handle tear of medical meniscus and for chondroplasty of femoral condyle electrode was removed and upon a final viewing of the medial compartment, the surgeon noticed a metal fragment lying on the tibial plateau. The surgeon removed it with forceps and identified it as the tip of the electrode, which upon examination was missing its hook. No pt problems were evident. A cannula was not used.